Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "blade on the calcar planer is worn. Completed surgery as needed."